Event description:
Caller reported a minimum fill notification. Blood glucose level at the time was 3.9 mmol/l, which is within the normal range. Caller initially reloaded the original cartridge as instructed by customer support, but the issue persisted. Customer support then guided the caller through loading a new cartridge onto the pump, which resolved the issue, allowing the caller to successfully resume insulin delivery.